Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device involved was used post right femoral 6 french access. A femoral angiogram confirmed that the patient was a good selection for an angio-seal closure device. A .035 wire was inserted to the 6 french femoral sheath, and the sheath was removed over the wire. A 6 french angio-seal sheath was inserted over the wire (otw), the location of the arteriotomy was performed per instructions for use (IFU), with no issues (with the exception there was bleeding around the sheath despite using the 6 french angio-seal post 6 french working sheath). The wire and dilator removed. The angio-seal device was inserted into the angio-seal sheath arrow to arrow, per the IFU. After the first click, the angio-seal sheath locked back. After the double click, the sheath and device were pulled, and it was discovered that the device was not providing hemostasis. There was no suture visible. Manual pressure was held on the patient who was fully anticoagulated. To ensure that the device had left the sheath, the angio-seal sheath was cut in half and inserted into a tool to attempt to push the tip out. It was verified that the device was in the sheath and not in the patient. It was required to cut the angio-seal sheath to verify patient safety. The estimated blood loss was less than 250cc's. The patient was in stable condition. The event occurred intra-operative. There was no patient injury or surgical intervention required. The procedure outcome was not successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned separated, and the carrier tube was in a fully rear-locked position. The device assembly was found to have been cut in half. The anchor and suture were visible and covered with blood at the distal tip. No other damage or deformation were found. Functional testing was unable to be performed due to the condition of the returned device. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The device history report (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).